Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: surgeon used the bending screws with the plate during the bending. One of the screws can not be removed from the plate; it is stuck. Surgeon decided to complete the procedure for the plate fixation without removing the screw. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.